Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific paclitaxel eluting pta balloon catheter to treat a lesion. During inflation it was noted that the balloon could not be fully inflated, the balloon was kinked in the middle. No patient complications were reported for this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary : the visual inspection carried out on the device showed the balloon twisted at approximately 7 cm from the device tip. The tactile in spection did not report any pressure marks, kinks or other abnormalities on the device. A guide wire 0.018" was advanced through all catheter length, no resistance encountered. Negative pressure was applied on the balloon through a manometer syringe, the test passed because no bubbles emerged in the syringe. Afterwards the balloon was inspected through a microscope and inflated sequentially at: - 1 bar the balloon shows a change in the balloon profile was detected. - 2 bar the balloon shows wrinkles in the former twisted point. - 7 bar the balloon does no longer show any wrinkles in the former twisted point. - 11 bar the balloon does no longer show any wrinkles in the former twisted point. The balloon was then completely deflated; wrinkles were detected in the former twisted point. The balloon profiles are in accordance with product specifications. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.